Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported getting the extraction reagent of the binaxnow covid-19 ag card into his/her eyes on (B)(6) 2022. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Technical services provided the reagent safety data sheet to the customer. Technical services attempted to find out more information about the incident but were unsuccessful. According to the package insert in195150c v. 3.0: precautions the reagent solution contains a harmful chemical. If the solution contacts the skin or eye, flush with copious amounts of water. The product will continue to be monitored and tracked.